Event description:
It was reported that the procedure was to treat a lesion in the distal left circumflex (dlcx) with 90% stenosis, moderate calcification and moderate tortuosity. The 2.25x12mm trek rx balloon dilatation catheter (bdc) was not soaked in saline but was prepared (air aspiration) outside the anatomy prior to use. There was resistance during advancement with the anatomy and ruptured at 8 atmospheres (atms) during the first inflation. There was no resistance during removal. A new trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.